Manufacturer narrative:
Confirmation of migration cannot be made with product testing as this issue is commonly caused by some forms of physical activity. This can include trauma, such as falls and accidents. No trauma was reported as such the root cause of the migration is unknown.

Event description:
Related manufacturing number: 1627487-2021-01328, 1627487-2021-01329, and 1627487-2021-01330. It was reported that the patient was experiencing ineffective stimulation due to lead migration. As result, the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was established post operative.